Event description:
The patient reported that the smartview home monitor status light kept going out. It was reportedly determined that the loop occurred due to a corrupted log file.

Event description:
The patient reported that the smartview home monitor status light kept going out. It was reportedly determined that the loop occurred due to a corrupted log file.